Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. Visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indication of particulates within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The cycler was found to have insect infestation, the cycler will be quarantined. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without failures. No fluid leaks in the test cassette during the treatment test. System air leak test passed. Valve actuation test passed. The internal inspection of the cycler showed that there were visual indications of dried fluid on the bottom cover underneath the pump assembly. The cause of the encountered dried fluid could not be determined. Mushroom head check passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the event is unconfirmed. There were no malfunctions found during testing that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
.A peritoneal dialysis registered nurse (pdrn) reported to fresenius technical services that a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was hospitalized. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up, the patient¿s pdrn reported this patient was hospitalized on (B)(6) 2020 for an acute pneumoperitoneum with no bowel perforation, secondary to pd therapy. The patient was able to undergo continuous ambulatory pd (capd) therapy as capd was the preference for renal replacement therapy in the admitting facility. There was no report the patient experienced an infection, a hernia, increased intraperitoneal volume or any adverse event or serious injury that could possibly cause or contribute to this event. The patient had an uneventful hospital course and was discharged on (B)(6) 2020. It was confirmed the patient¿s pneumoperitoneum and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient recovered from this event and has resumed continuous cyclic pd therapy on the same liberty select cycler at home post-discharge.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler and the patient¿s adverse event of an acute pneumoperitoneum. The occurrence of an acute spontaneous pneumoperitoneum is a known risk to peritoneal dialysis (pd) patient¿s that can be attributed to accidental air infusion from dialysate bags or patient lines caused by inappropriate handling during exchanges or by a fault in dialysis material or pd catheter. It was reported the patient¿s pneumoperitoneum was secondary to pd therapy yet there was no report of an adverse event or serious injury that caused or contributed to the diagnosis. It is well within reason to believe this event may have been due to an inadvertent air infusion from the dialysate bag or patient line. This is further evidenced by the diagnosis with no bowel perforation, no infection and no fault by the cycler as reported by the peritoneal dialysis registered nurse (pdrn). In the absence of a reported source of this pneumoperitoneum from a medical professional, the exact cause cannot be determined at this time. However, based on the available information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s adverse event.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius technical services that a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was hospitalized. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up, the patient¿s pdrn reported this patient was hospitalized on (B)(6) 2020 for an acute pneumoperitoneum with no bowel perforation, secondary to pd therapy. The patient was able to undergo continuous ambulatory pd (capd) therapy as capd was the preference for renal replacement therapy in the admitting facility. There was no report the patient experienced an infection, a hernia, increased intraperitoneal volume or any adverse event or serious injury that could possibly cause or contribute to this event. The patient had an uneventful hospital course and was discharged on (B)(6) 2020. It was confirmed the patient¿s pneumoperitoneum and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient recovered from this event and has resumed continuous cyclic pd therapy on the same liberty select cycler at home post-discharge.